Manufacturer narrative:
The service engineer evaluated the ventilator and verified the customer reported condition. To resolve the condition, the service engineer replaced the oxygen sensor. The ventilator passed self-testing.

Event description:
It was reported that there was a malfunction of the oxygen sensor. The ventilator was not on a patient at the time of the event.